Event description:
A malfunction was reported with an insulin pump due to a software issue under the malfunction code malf 0. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in carrying out the reset. The issue did not recur after the reset, and the customer was advised to continue using the pump and to report back if the malfunction code appeared again. There were no additional impacts or actions reported.